Event description:
The doctor was performing a breast biopsy and the doctor received an l3-017 error while taking a sample. The customer adjusted the green cable connector into the control module and the doctor was able to continue with the case. The doctor experienced several more l3-017 errors which were corrected by adjusting the green cable connector into the control module. The doctor was able to complete the case with no patient consequence.